Event description:
A patient reported experiencing a fungal infection while using renu with moistureloc multi-purpose solution. The patient was treated in the emergency room in 2006. The next day, the patient seen by a physician. Symptoms included extreme eye pain and inflammation. Medications included ciprofloxacin and prednisolone. According to the physician, corneal scrapings confirmed fusarium. The patient's eye cleared with ciprofloxacin in two weeks and the patient did have a small scar in the central nasal area, not in the central 4mm. The physician did not believe the patient actually had fusarium in the eye the patient was out of work for 6 days. As of 4 days later, the patient was doing well.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.